Event description:
It was reported that the infusion ended at the right time, but the pump reported a residual volume of 13.7 ml. The final handling volume was 232 ml and it was a 46 hour infusion. No patient injury or complications were reported in relation to this event.